Manufacturer narrative:
-The complaint allegation is not confirmed. -one unpackaged ar-6480 arthroscopy pump serial number (B)(6) was returned for evaluation. -the device is not intended to connect with the ccu. -visual inspection noted no problems with the device. -since the allegation is not related to the intended function of the device, no functional testing was performed.

Event description:
On 05/08/2024, a sales representative via (B)(4) reported that an ar-6480 dw arthroscopy pump is not communicating with the ccu. This was discovered during an unspecified procedure, with no patient harm reported.